Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with bilateral burning sensation and light sensitivity three weeks post lasik procedure. Patient reported extreme burning sensation and light sensitivity in both eyes, but is greater in the right eye. Patient stated using artificial tears every thirty minutes to an hour. Reporter indicated the patient was prescribed liftitegrast ophthalmic solution and instructed to increase the topical steroid eye drop dosage. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, the reporter confirmed reported event was related to lasik procedure. Upon additional follow up, the reporter indicated no refraction was performed at post operative visit, however the patient reported issue is improving.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior to the treatment. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).